Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation with approximately 90ml of fluid in its reservoir. Visual inspection on the returned unit showed no signs of physical abnormality. A functional flow rate test was performed and the results were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during use. The device was filled with ifosfamide and mesna. The device infused for seven days and contained an unspecified amount of remaining volume. There was no patient injury or medical intervention associated with this event. No additional information is available.